Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8100 fails patient side occlusion test account name: (B)(6). Account #: (B)(6). Asset name: 8100bd pump module v9.33.0.50. Asset location: (B)(6). Case description: (B)(4) biomed need assistance on 8100 module sn (B)(4) fails patient side occlusion test, biomed already tried replacing the pressure sensor still having the same issue. Failure device type: failure problem type: failure mode: case resolution: I recommended that the bezel assembly might be faulty causing to fail the patient side occlusion test. Biomed will try replacing the bezel assembly, will call back if need further assistance.